Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration. Should additional information become available a supplemental record will be filed.

Event description:
Caller states that the seat cracked.